Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. There was no patient harmed or injured as a result of event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) pcb, and cable assembly. The unit passed extended self testing.